Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to the patient's skin. The infusion sets were falling off of the patient's body. The patient experienced elevated blood glucose levels. It was alleged the infusion sets from a particular box were defective. No adverse event was reported.